Manufacturer narrative:
Device analysis identified damage related to burning on the pcb. The cause was determined to be electrical overstress.

Event description:
Additional findings found per device analysis indicate burning on the printed circuit board.